Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, while stapling the stomach, a loud noise was heard when handle was squeezed and the device was unable to fire. The surgeon opened a new handle and reload to resolve the issue. There was no patient injury.